Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse went to activate the safety mechanism a 22 g x 1 1/2 in. Bd eclipse¿ hypodermic needle on the palm of her hand and stuck herself. It is unknown if medical intervention was provided.

Manufacturer narrative:
Results: a sample was not returned for evaluation. One photo was received and observed that the safety shield was disengaged. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6265381. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: although the photo evaluation confirmed the customer¿s indicated failure mode, an absolute root cause for this incident cannot be determined. (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification (B)(4) was initiated and a product advisory letter was sent on (B)(4) 2016.